Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced gear pump, di water pump, and gear pump printed circuit board to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.